Manufacturer narrative:
Product ID 8784, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
The patient experienced pain in their low back. A volume discrepancy was reported. The expected residual volume was 7 ml and the actual residual volume was 27 ml. The patient¿s healthcare provider (hcp) believed they needed to replace the catheter and suspected a kink or disconnection of the proximal catheter. A revision was scheduled for thursday. Upon opening the pocket, it was apparent that the patient had been flipping their pump considerably. The catheter was very twisted, looped, coiled, and curled more than fifty times. The doctor disconnected the catheter from the pump, untwisted the catheter, and they were able to freely aspirate the catheter. They located the broken anchoring sutures and removed them. They cut the catheter to where it appeared straight and attached a new pump segment. They anchored all four loops on the pump and were again able to freely aspirate. The procedure had no complications, and the patient was receiving effective therapy since their catheter revision. A follow-up appointment was scheduled for 2015 (B)(6). The pump was reported to contain morphine, though there was another reported that it contained fentanyl and bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and healthcare professional (hcp) via manufacturer representative (rep). It was reported that patient used to have a manufacturer pump but the healthcare professional (hcp) found that the catheter was "twisted" so he blamed it on the pump and replaced the catheter but then implanted a different manufacturer pump. The rep reported that the pump was not a manufacturer pump but the catheter was. No further complications were reported.